Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin on board (iob) reading was inaccurate. Customer¿s blood glucose (bg) level was 49-220 mg/dl, cause of low bg was unknown. Customer consumed carbohydrates to address low bg. Reportedly, customer continued to use the pump for insulin therapy.